Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while closing a mesh, the cable on mega suturecut needle driver instrument popped. Customer searched the area and found no fragments. No x-rays were taken. The instrument was replaced and procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of ordinary to be noted. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were no cables visibly protruding from distal end of instrument , the cable just popped. The instrument was pulled out and replaced. The instrument was available for return to isi for evaluation. No photographic images or video recordings of procedures were available for isi review.